Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during the first 2/3 of deployment, the valve migrated ventricular. It was reported the aortic root lacked the amount of calcium needed to secure the valve in place once deployed. The physician was not comfortable pulling the valve back into position at the risk of pulling the valve out of the annulus completely. Subsequently, the valve was implanted low resulting in severe paravalvular leak (pvl) and no improvement in the patient's diastolic pressure or hemodynamics. A second transcatheter bioprosthetic valve was implanted valve-in-valve and reduced the pvl to mild. The hemodynamics and diastolic pressure improved from mid 30s to mid 60s. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.